Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the submitted log file and log file downloaded from the returned system controller; however, the alarm was not reproduced during testing of the returned modular cable (lot number: 7210194). The log files contained approximately 3 days of relevant data combined (08nov2020 ¿ 11nov2020 per the timestamp). The log file captured a driveline power fault alarm on 11nov2020 from 16:30:25 to 16:57:43 associated with a pwr_b_broken fault. The fault activated due to the current sense on line b dropping below the amperage threshold. The driveline was disconnected on 11nov2020 at 19:37:26 to exchange the system controller and modular cable. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The integrity of the wires in the returned modular cable were tested and the cable failed, indicating that the underlying wires were damaged. The modular cable was connected to the returned system controller and a test pump and no issues were observed; the returned controller is investigated under pi-2020-0214812-02. The modular cable successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Visual inspection of the modular cable revealed a green contaminate consistent with dried fluid ingress inside the inline connector. The pins in the connector were observed to be in unremarkable physical condition. Inspection of the underlying wires revealed that several wires were kinked, including the power b wire. The root cause of the reported event could not be conclusively determined through this analysis; however, the observed damage to the wires and fluid contaminate may have contributed to the reported event. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 7210194, was manufactured in accordance with manufacturing and quality assurance specifications. The modular cable was shipped to the customer on (B)(6) 2020. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including driveline power fault alarms and the actions to take if the issue does not resolve. These sections also contain a subsection entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a yellow wrench driveline power fault. Upon review of the log files the driveline power fault was caused by a broken power b . There was also a comm b fault seen. The modular cable, and controller were exchanged, and sent for evaluation. The controller is reported under MFR 2916596-2020-05693.